Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC inserted (B)(6) 2024. Fracture found flushing line before treatment. Hole at 2cm - external, as length at skin 5cm. Anchoring device used was a secur-a-cath. PICC removed (B)(6) 2024. No other information was provided.

Event description:
It was reported, PICC inserted (B)(6) 2024. Fracture found flushing line before treatment. Hole at 2cm - external, as length at skin 5cm. Anchoring device used was a secur-a-cath. PICC removed (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed, but the root cause could not be determined. The product returned for evaluation was one 4 fr s/l powerpicc solo. An initial visual observation revealed use residues throughout the returned sample. A longitudinally aligned split was observed between the 2 cm and 3 cm depth marking. Compression damage was observed between the 3 cm and 5 cm depth markings. A microscopic observation revealed the split to have sharp, defined fracture edges. Small striations could be seen along the edge of a section of the split. The fracture surface appeared to be granular. A diagonal indentation was observed just proximal to the split. Although the root cause of the failure could not be determined, potential modes of failure may include contact with a sharp instrument such as a scalpel or other instrument, compression damage, or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.